Event description:
The customer reported that smoke was noted to be coming out of the ge healthcare medical device. There was no report of fire/flames or any melted components.there was no reported patient injury associated with this device.

Manufacturer narrative:
Under european law, patient data is considered confidential and will not be released by the hospital.reporter's occupation is unknown.a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The field engineer investigated and determined that the smoke was produced by a failed power supply board in the dash 4000. The defective power supply had been recycled and was not available to be returned for investigation. The failed power supply board was replaced to resolve the issue.